Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating "patient will return call when discharged from hospital." No other information was provided. This complaint is being reported as the patient was hospitalized and the pump cannot be ruled out as causing/contributing to the hospitalization.